Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct section b4 on MDR 1118880-2025-00125. Upon internal review it was found that the date within the initial MDR was 13-aug-2025; however, the report was submitted on 14-aug-2025. It was also found that the investigation sent for 1118880-2025-00125f2 was inadvertently submitted. The correct investigation in within 1118880-2025-00125f.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The inspection of the returned sample found the device to be of normal product; therefore, is not a reportable event. One tr band, inflator, and packaging were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 3. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13.5ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no foreign matter or damage was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. No failure mode was detected on the returned device. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supervisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that, during an in-service at the hospital, staff notified the representative of several recent incidents involving band leakage. Only one package was retained, and the specific patients affected could not be identified. In each case, the band exhibited either a sudden or gradual leak, requiring replacement. Staff reported only minor hematomas, and all patients were stable; however, this outcome is not considered acceptable. The event occurred post-procedure. Additional information received on (B)(6) 2025: staff observed a slow leak and replaced the band with another from the same lot number. No hematoma was present. The facility still has unused tr bands from the same lot number in rotation, which can be returned. These bands remain sealed in their original packaging.